Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the t-lock assembly was confirmed but the cause is unknown. A single photograph was returned of the implicated 4fr single-lumen powerpicc catheter. The photograph was a close-up of the catheter luer adaptor. The t-lock assembly was attached to the luer adaptor and the stylet was still inlaid within the catheter. Although the connection between the devices could not be physically tested without receipt of the physical sample, the sample in the photograph contained evidence of difficult operation; a series of semi-circumferential scratches and deformation were seen on both the catheter luer adaptor and on the neck of the t-lock assembly. A crack was observed on t-lock assembly between the threaded section and the neck of the assembly. The damage seen on the luer adaptor and t-lock assembly are characteristic of the device being grasped with two mechanical tools while trying to unscrew the interfacing components. Although there was evidence of a difficult disconnection, there were no distinguishing features in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, unable to disconnect the wire from the PICC line, despite a great amount of effort. No other information was provided.